Event description:
It was reported that this pacemaker exhibited high out of range pacing impedances with this other manufactures right ventricular (rv) lead back on (B)(6) measuring greater than 2000 ohms. Currently, the impedance measurement when programmed in bipolar pacing is 510 ohms although it has increased as high as 1700-1800 ohms. The device was re-programmed to unipolar pacing an the impedance measurement is 345 ohms. The device was left in unipolar pacing and it was noted there were no episodes with noise. This pacemaker and other manufactures rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).